Event description:
In 1999, the pt experienced increased sob on exertion, edema in both ankles, weight loss, decreased appetite, and "minor" pvl with an inr level of 1.0. Echo demonstrated their lv function was within "normal" limits. The pt's hemoglobin was 7.2 and they were admitted for a transfusion. Fourteen days later, the pt was admitted to the hospital for possible pvl. Echo showed "mild" aortic regurgitation and evaluation revealed evidence of hemolysis and possible thrombosis of the valves. The pt was not taking coumadin at the time and left the hospital ama. According to sjm pdt database, the pt expired in 1999. No add'l info was received, inclduing the pt's cause of death. No add'l info was received, including the pt's cause of death.